Event description:
A 65 year old transfer from another institution with an diagnosis of myocardial infarction. Pre-percutaneous transluminal coronary angioplasty, her cardiac cath showed severe diffuse disease at the mid and distal corcumflex with a long tubular lesion. The left anterior descending also had a long tubular lesion fo about 60-70% at the mid left anterior descending. The diagonal two also had a proximal short tubular lesion of about 60-70%. Post percutaneous transluminal coronary angioplasty, pt's residual stenosis was reduced to 10%. The rotablator tip was left in the pt, did not cause any further complications. The pt was discharged to home on 1/9/99.